Manufacturer narrative:
No device/components were received by the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that when booting the system up the pendant displayed that the x-ray generator was not booting. There was no patient present.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the x-ray hand-switch and the control board were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The x-ray hand-switch was returned to the manufacturer for analysis. Although there was physical damage to the hand-switch, there was no functional problem, therefore this analysis did not confirm the reported issue. The generator control board was returned to the manufacturer for analysis. Through functional testing, performance testing, and visual/physical examination the reported issue was confirmed. There was an electrical failure with this component. The hardware investigation found that the reported event was related to a hardware issue. If information is provided in the future, a supplemental report will be issued.